Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer stated that the insulin pump is not working correctly. Customer stated that she was hospitalized due to high blood glucose. The blood glucose at the time of the event was 213 mg/dl. Customer stated that the blood glucose level decreased with manual injections. The current blood glucose reading is 217 mg/dl. Customer treated with manual injections. Customer used three bottles of insulin. Nothing further reported.